Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval samples received: 2 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfilled the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread breaks easily from needle.